Event description:
It was reported that the ilet bionic pancreas had a cracked screen that impaired visibility, while the device otherwise functioned as expected and blood glucose management was not affected. Symptoms included no injury and no change in glycemic status. Outcomes included no clinical impact, no hospitalization, and continued therapy without interruption. Investigation included customer interview, functional verification through user report, and logistics for device exchange with instructions to sync data and power down prior to return. Investigation of this case revealed a damaged display component consistent with physical damage, with no performance malfunction reported for the pump or control functions. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the display.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.